Manufacturer narrative:
Device received with a critical pump error (open book error) and a broken force sensor found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 0.0 mv. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed pump error and button were not responding. Customer was unable to clear the alarm. The blood glucose of the customer was 65 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.